Event description:
The wound drain was inserted during a hysterectomy. The drain broke apart in the patient and the patient had to be taken back to surgery for removal of the drain. There have been no further patient complications as a result of this event.

Manufacturer narrative:
5/30/1997- the drain sample was received with the 100cc reservoir attached. The drain broke at the silicone tube. Approximately, 3.5 inches from the hub area. The part of the barium tube showed no damage. Microscopic examination revealed jagged edges at the break site. The characteristics of the fracture area are similar to those caused by nicks or punctures. Tensile strength specification for this tubing is 750 psi and the force used to remove this drain should never reach this value. The tube was pull tested and the result was 973 psi. The product info data sheet (pids), inserted with the product, defines instructions for use, complications/warnings. These include nicking, suturing, and tissue ingrowth.